Manufacturer narrative:
Previously reported on pr (B)(4) with MDR #3030677-2022-05140. The device was not returned for investigation. Cause not established.

Event description:
It has been reported that the device speakers are not functioning properly.